Event description:
Reportedly, patient expired approximately after an implant duration of 1 month, due to unknown reasons. Unknown if patient death was device related. Patient also had a 6900p, 25mm valve implanted in the mitral position on the same day, and a 4500 ring implanted in the tricuspid position on the same day. Information received from implant patient registry.

Manufacturer narrative:
Device not returned.